Event description:
A surgeon reported having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. He does not feel that the iol was defective or mislabeled. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested on 09/30/2008 and 10/14/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/24/2008.